Manufacturer narrative:
The insulin pump was received with cracked case on battery tube area. The pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with cracked battery tube threads, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, severely faded serial number label, stained serial number label and missing end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was unknown. It was reported that the pump case is broken. The insulin pump was returned for analysis.